Event description:
It was reported to philips that system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting the rse determined that the software did not boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the logfile and confirmed the reported issue. To resolve the issue, the fse reinstalled the suite pc os software and restored the system backup. After installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.